Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter (doctor's meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "05/26/2016 at 10:47pm." He claimed that he obtained an alleged inaccurate high blood glucose result of "182 mg/dl" on the subject meter, compared to 131mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages his diabetes with oral medications diet and /or exercise. He reported that at 11:00pm that same day he increased his dose of medication by one extra pill (unknown type or dose). The patient denied that he developed any symptoms and no medical intervention was reported. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved site and the correct testing steps were used. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to complete a test and the control test had not been selected manually. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.